Event description:
It was reported that the gastrointestinal videoscope exhibited a static image. The issue occurred during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following contributed to the malfunction: the most probable cause is due to corrosion on scope-connector, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.